Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump received insulin flow block alert. The customer¿s blood glucose level at time of incident was 422 mg/d. Customer reports that insulin does not exit with plunger push. Customer reports insulin exits, but there was greater than normal resistance when attempting plunger push. The device will not be returned for analysis. Frn-mmt-332-rsvr, unomed set.